Manufacturer narrative:
The gastroscope was returned to olympus for eval. The eval found the light guide tube smashed. The insertion tube was found dented at 34 cm and 86 cm mark. The bending section cover glue was cracked. The suction channel was slightly kinked. The damage found was attributed to physical damage due to impact. The gastroscope was serviced and returned to the user facility. There was no allegation by health professional that the device contributed to the pt's death. The pt's death pre-existing condition could not be ruled out as a contributory factor to the reported event.

Event description:
Olympus was informed that the gastroscope referenced in this report was used on a diagnostic esophagogastroduodenoscopy procedure for a very ill pt. The pt was already in the ICU prior to undergoing the procedure. The procedure was completed using the same device with no problem. However, after the procedure, the pt coded. Everyone in the procedure room immediately tended to the pt, and in the process the gastroscope was slammed against an unk object. The pt died, but the user facility staff indicated that it had nothing to do with the gastroscope or the procedure. The cause of death was unk. Olympus contacted the user facility for more detailed info regarding the report, but with no result.